Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator submitted the pt's event history to the MFR for review which confirmed that the pump power started trending upward with a slight trend downward in the pulsatility index (pi) average. The hosp was informed by the MFR that this could possibly be due to thrombus. Approximately 2 days later, the hosp reported that the pt's pump stopped and the pump has been off and the pt went into a coma and code 3. The pt's lactate dehydrogenase (ldh) and 3228. The vad coordinator reported that the pt expired on (B)(6) 2014.

Event description:
Additional information: the intermacs report indicated "high powers reported in the lvad alarms".

Manufacturer narrative:
The MFR is attempting to acquire the device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Depositions consistent with low flow were confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 3¿ from the pump housing and 26¿ of the distal portion of the driveline was also returned. The inlet tube and the proximal half of the sealed inflow conduit flex section were returned detached from the device. The distal half of the sealed inflow conduit flex section and the inlet elbow were returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the sealed inflow and outflow conduits upon disassembly of the device revealed depositions of denatured, fixed blood. The hard, grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned to the manufacturer for evaluation. Further evaluation of the device revealed similar depositions of denatured, fixed blood throughout the pump. Examination of the rotor inlet also revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this formation and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, these depositions are indicative of poor surface washing due to a low flow event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.